Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's leads were protruding through the skin at the wound site. The leads were removed and replaced. There have been no reports of further complications regarding this event. The patient is currently using their device with effective pain relief.